Event description:
It was reported in an article that a pt implanted with vns therapy for depression had experienced bradycardia during the implant procedure. No other info regarding the issue was provided within the article, and attempts for further info have been unsuccessful to date, therefore, the relationship between the reported event and vns therapy cannot be determined.